Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated/ sutured? Vessels. Procedure name and date? Don¿t know. Lot number? Rgbhsh. Device return status? Will be sent to analyses asap. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken in the middle of the complete suture. It was frayed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned sample revealed that one needle-suture piece of product code eh7584h was returned analysis. Upon visual inspection of the returned sample, body fluids, damages at the surface, fraying and the end cut was observed on the suture. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: visual analysis of the returned sample revealed that nine packets of product code eh7584h were returned analysis. Upon initial inspection to the sample no external damage was observed on the packets. In order to evaluate the conditions of the returned samples, the nine packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected and no needle bending was observed. The suture was dispensed without problems and examined along of the strand to detect any issue related to fraying or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.